Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that the pump had not been used for an infusion since (B)(6) 2011. The last infusion ran for 113 minutes before the syringe holder was opened manually. The rate was set for 14 ml/hr. The actual volume infused was 26.34 ml, or 99.9% of the expected volume. The volume infused was within the specification of 100 +/- 5%. There was no indication in the log that the pump under-infused. The volumetric accuracy was tested three times at a rate of 50 ml/hr and a vtbi of 5 ml. The test results were within specifications at 5.01 ml, 5.08 ml, and 4.97 ml. The pump operated as intended and the reported failure could not be reproduced. As reported by the facility, the facilities' biomed personnel could not recreate the reported under-infusion and the pump seemed to "work fine." Based on the results of this investigation, and information provided by the facility, no definitive conclusion can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.

Event description:
As reported by the user facility: clinicians reporting to biomed department underinfusion of pump. Biomed personnel could not recreate the underinfusion, and the pump "seems to work fine." Biomed personnel believes nurses could have dropped this pump and that may be why it is not working correctly. Unable to provide any details about the infusion, nor the drug that was infusing. While the biomed personnel believes there was no underinfusion, report is being filed "to err on the side of caution."